Manufacturer narrative:
The device was not returned for analysis; however, one image was returned. The image appears to show a gray material sticking out of the outer splines of the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During an atrial tachycardia procedure, material was noted to be hanging off the catheter splines after using the catheter. There were no adverse consequences to the patient.